Event description:
It was reported that a patient¿s wires broke inside her. The patient had to have a 2nd surgery to redo that lead. After the 2nd surgery they never got the device to work properly. A manufacturing representative was helping the health care provider (hcp) program the device. The patient never had real success with the device. The patient has never been able to drink with her right hand even with the deep brain stimulator (dbs). They just put the battery in the patient¿s chest in december and that is when they had trouble. It started working just fine, and then the wire broke. Patient wondered if this was related to the lead end cap recall. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v526048, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v526048, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension. (B)(4).